Manufacturer narrative:
(B)(4). Visual inspection of the product found it to exhibit signs of repeated use and has fractured on the medial side of the post feature. All pieces were returned. DHR was reviewed and no discrepancies related to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after use during a surgery, a tasp fractured during the cleaning process. There was no patient involvement.